Event description:
Customer reported a blank display. She stated her insulin pump showed three bars of battery life remaining then her insulin pump, then the screen went blank. Customer's blood glucose was 194 mg/dl. Customer did not have time to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)